Event description:
Umbilical venous catheter placed and used for IV fluids, tpn, and antibiotics. Removed on day 10, tip broke off during removal, nurse was able to retrieve tip before pt injury occurred.